Event description:
Rptr had implants implanted on 1/22/82. She has developed silicone implant ruptures, joint swelling, pain, and stiffness in back, legs and feet, hand and finger swelling, skin rashes, tender breast, fatigue, malpositioned implants, visible implant wrinkles, implant migration and chest pain. Additional implant procedures: on 8/1/89, left implant replaced because of rupture. On 11/28/90, right implant replaced. (Same rptr referred to in 1002298.)